Manufacturer narrative:
Investigations determined the issue to be resolved by the service actions.

Event description:
The customer initially complained of third party qc issues with the elecsys troponin t stat assay (troponin t stat) on cobas 6000 e 601 module (B)(4). The customer performed a comparison for troubleshooting purposes using 8 randomly pulled samples between the analyzer that was having the qc issues and 2 other e601 modules at another site. Upon performing the comparison testing, discrepant results were identified for 3 patient samples between the analyzer with the qc issues and the other 2 e601 modules. The results from 2 other e601 modules were not being used for diagnostic purposes. The original patient results tested for troponin t stat from the initial e601 module had been reported outside of the laboratory and had initially been believed to be correct. However, after the comparison testing was performed, the customer wasn't sure which results were correct. Additionally, the customer had 2 e601 modules at the original site and wasn't sure which e601 module the patient results were from. This medwatch will cover e601 module serial number (B)(4). Refer to medwatch with patient identifier (B)(6) for information on e 601 module serial number (B)(4). Patient 1 initial result was 0.01 ng/ml. When the sample was repeated on the other 2 e601 modules, the results were 0.020 ng/ml and 0.014 ng/ml. Patient 2 initial result was 0.024 ng/ml. When the sample was repeated on the other 2 e601 modules, the results were 0.030 ng/ml and 0.024 ng/ml. Patient 3 initial result was 0.013 ng/ml. When the sample was repeated on the other 2 e601 modules, the results were 0.017 ng/ml and 0.012 ng/ml. The initial results for all 3 patients had been reported outside of the laboratory. There were no physician complaints regarding the results. No repeat results were reported outside of the laboratory as they were run for troubleshooting purposes only. There was no allegation that an adverse event occurred. The troponin t stat reagent lot number was 36573301 with an expiration date of 30-nov-2019. The field service engineer (fse) visited the customer site and replaced the reagent and ran fresh calibration and qc which was successful. The fse also performed a patient correlation with acceptable results.